Event description:
It was reported to boston scientific corporation that a captivator micro-hex snare was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, while attempting to test the device outside of the patient, they were unable to transmit current to the loop. The procedure was completed using another captivator micro-hex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(6). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 12.0 ohms). The condition of the device was not consistent with the complaint of unable to transmit current; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a captivator micro-hex snare was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, while attempting to test the device outside of the patient, they were unable to transmit current to the loop. The procedure was completed using another captivator micro-hex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.